Manufacturer narrative:
Analysis and testing of the returned device identified the cause for the complaint was a damaged motor connector which impacted the device's performance.

Manufacturer narrative:
The customer reported that the unit performed up to 5 compressions during the rescue, then powered off. They stated that the unit beeped when first powered on, with the warning indicator flashing. After a short time, the unit began compressions, then paused briefly before restarting compressions without any warning indicator or service light on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the unit performed up to 5 compressions during the rescue, then powered off. They stated that the unit beeped when first powered on, with the warning indicator flashing. After a short time, the unit began compressions, then paused briefly before restarting compressions without any warning indicator or service light on. They reported that return of spontaneous circulation (rosc) was achieved, and the patient survived to hospital.